Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
A critical alarm was heard and confirmed by telemetry due to zero ml reservoir volume being reached. The pt became stiff after the baclofen delivered by the pump ran out, but experienced no severe withdrawal symptoms. The hcp refilled the pump. The pt was fine afterward. It was also reported that a pump motor stall was confirmed in the attention dialogue box of physician programmer. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.